Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unknown amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
One used tracheostomy tube was received for evaluation. Upon pressurization the cuff was found to have three small, straight-line or curved tears measuring 0.5 millimeters in length located at the maximum diameter of the cuff. The location and physical characteristics are consistent with damage caused most likely while it was inflated. This type of damage is consistent with mishandling of the device either during patient placement of having been moved while inflated as described in the instructions for use or during testing prior to placement. Manufacturing performs a 100% inflation test of the cuffs and had the tear been there at that time it would have been detected. Thickness of the cuff wall showed no abnormalities at the tear. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.